Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated that a red rash along with irritation was observed on the insertion site after the sensor was removed on (B)(6) 2019 due to another issue. On (B)(6) 2019 the patient was brought to a doctor who prescribed a cream which the patient couldn't recall the name of. At the time of contact, it was indicated that the patient was not experiencing any issues. No additional event or patient information is available.